Event description:
It was reported that cgm displayed error message during use with sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions for complete pump reset, and successfully completed reset with support, after which error did not recur and customer successfully started new sensor session.